Event description:
It was reported that a patient presented with their left ventricular (lv) lead dislodged. On (B)(6) 2022, the physician elected to cap and replace the lv lead. The patient condition was stable.